Event description:
It was reported that the implant was implanted too near the ear and the implant had to be re-positioned since 2004 the implant has not been functioning correctly with more and more channels having too high an impedance.